Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing. The customer¿s blood glucose level was unknown. The customer was treated with food. It was reported that the customer sensor was injected them in body the needle didn't came off. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found insertion needle bent in sensor base. Insertion needle is not broken. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.